Event description:
During the procedure, the angioguard basket got caught on the implanted precise stent.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.